Event description:
The device involved in this MDR report was interrogated its commercial packaging prior to use, which led to the automatic upgrade of the embedded software by the programmer. After the upgrade, the battery voltage curve was not displayed on the programmer screen, even after reset of the memory data. A new interrogation and a switch to nominal mode were performed without restoring the display of the battery voltage and curve. The device was not implanted and returned for analysis.

Manufacturer narrative:
On 09/24/2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.